Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected and it was noted that the housing was cracked on the top panel. The most likely cause for this can be attributed to misuse/mishandling due to the damage observed. To perform functional testing, the returned device was assembled with an ar-6410 lot number: 73988853, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure preset, the run button was pressed to start the machine. The device was run for 45 minutes with no issues. The returned ar-6480 arthroscopy pump was observed to respond and function as intended. The fluid output of the returned pump was measured three times using a 1000ml graduated cylinder. It was noted that the fluid output was 700-721 and the pump was reading an output of 700-710. These measurements indicate no problem with the fluid output. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 42 days, 23 hours, 43 minutes. No problem found. Refer to investigation photos.

Event description:
On 11/26/2024, a facility representative reported via sems-06721790 that an ar-6480 dualwave¿ arthroscopy fluid management system was pumping too much fluid. Another device was swapped, and the case was completed without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was requested.